Event description:
It was reported that the patient's right atrial (ra) lead exhibited rising thresholds. The ra lead was inactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Atrial capture management trends show the threshold rising since implant with measurements greater than 2.5v since (B)(6) 2014. The last measurement via capture management on (B)(6) 2014 was 2.25v at 0.4ms.